Event description:
The handpiece was returned to the MFR for service, and during the eval a possible leaking condition was found. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a possible leaking condition was found and then reported. Based on the full quality investigation details the reported condition of possible leaking could not be duplicated. There was no substance found on or within the device.